Event description:
It was reported that the sales rep got a call from competitor doctor requesting poly inserts for a poly swap of the right total knee. The patient was complaining of pain and had a triathlon knee with posterior stabilizer poly.

Manufacturer narrative:
All records were reviewed by a consulting clinician who indicated insufficient medical information was provided for review. The event was not confirmed. Device history review and complaint history review not performed as no device information was provided for review. The exact cause of the event could not be due to limited medical records and no device information.

Event description:
It was reported that the sales rep got a call from competitor doctor requesting poly inserts for a poly swap of the right total knee. The patient was complaining of pain and had a triathalon knee with posterior stabilizer poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly insert. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.